Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another patient and a health care provider (hcp) via a manufacturer representative reported that the patient told a nurse that they called the manufacturer about their symptoms of headaches and nose bleeding since implant and was told these side effects happened to other patients before and the implant usually got removed.